Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the pump was not returned for investigation. Data log was not provided or retrieved from the remote server. Optical signal issue: the cause of the optical signal issue was not determined due to lack of returned product and data logs for investigation. Device history review: device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for escalated mechanical circulatory support from an impella cp. It was reported that on day 2 of impella cp support, the patient experienced hematuria and decreased urine output. The decision was made to escalate the patient to an impella 5.5. It was reported that on the first day of impella 5.5 support, there was an alarm for placement signal not reliable. The impella 5.5 position was verified with echocardiography. It was later reported that the alarm was resolved. No further information was provided. No signs or symptoms of patient injury were reported with the impella 5.5, there was no reported harm associated with the placement signal not reliable event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.